Event description:
It was reported that paint chipped off the tip of the universal reciprocating saw attachment and formed a small, roughened edge. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/19/2012. Upon receipt, the reciprocating saw attachment was visually inspected and found substantial external damage to the tip area. The device was tested with a test blade and it effectively locked, and released from the reciprocating saw attachment. The reciprocating saw attachment was also tested and operated as intended when connected to a handpiece. Manual rotation of the drive train was able to actuate the reciprocating motion. The root cause of the reported event most likely is due to user handling and/or use of the device that created substantial external damage to the tip area that most likely contributed to the missing coating. The device was serviced and returned to the customer.